Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005 and 1156t lead implanted on (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency room multiple times due to presyncopal events. The patient was reported as pacing dependent and a pacing problem with the cardiac resynchronization therapy pacemaker (crt-p) was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.